Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was not returned for evaluation despite multiple requests by the manufacturer. Although edwards was unable to perform device analysis, this event was most likely due to a progressions of the patient's underlying valvular disease pathology. If returned and evaluated, a supplemental report with findings will be submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial mitral valve underwent a redo valve replacement procedure after an implant duration of six (6) years, five (5) months due to calcification leading to fused leaflets. The explanted valve was replaced with a 25mm 11500a pericardial valve. The patient was noted to be sitting up in a chair feeling improved the day after surgery.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.